Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during ventricular lead implant procedure, no abnormality noticed during inspection prior to use. The physician attempted to implant the ventricular lead to several positions but the lead could not could be fixed, and after repeated operation the lead tip could not extend normally. Physician alleged that the lead tip was most likely blocked up by cardiac tissue. The ventricular lead was removed and replaced with another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.